Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that "sensors are very sensitive in the measurement the value are variability so much that in some cases the customer don¿t know what¿s happened. Sensor is correct connected. Mostly at a very small and sick neonates. We place on 1 neonates (both feet¿s) and rd and an lncs neo sensor and connected it to 2 draeger m540 monitor¿s. The rd sensor are faster in value change. The sensor lifetime is very short, not only the tape also the rest of the sensor, cable broken. The sensor cable is to short, every time when they need to disconnect the sensor they must turn the clothes of. In cases the sensor is disconnected by the baby and it is very difficult to see this, it get very easy to disconnect". No known impact or consequence to patient